Event description:
It was reported that this pacemaker detected an alert for right atrial automatic threshold (raat) suspension due to a low atrial amplitude. Subsequently, there was undersensing of the atrial channel. It was noted the patient had a history of atrial fibrillation (af) and was on medication. The physician questioned if af was observed on the presenting electrogram (egm). Technical services (ts) reviewed and determined there was no af, and there was atrial channel oversensing of ventricular signals. Ts discussed the stored episodes and reviewed latitude nxt with the physician. This pacemaker remains in service. No adverse patient effects were reported. It was additionally reported that the patient received external shocks due to runs of ventricular tachycardia (vt) and was transported to the hospital due to cardiac arrest on (B)(6) 2025. A sinus rhythm was noted to be observed following the shock(s); however, the patient expired the next day. There was no allegation with regard to the pacemaker and the patient's death.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker detected an alert for right atrial automatic threshold (raat) suspension due to a low atrial amplitude. Subsequently, there was undersensing of the atrial channel. It was noted the patient had a history of atrial fibrillation (af) and was on medication. The physician questioned if af was observed on the presenting electrogram (egm). Technical services (ts) reviewed and determined there was no af, and there was atrial channel oversensing of ventricular signals. Ts discussed the stored episodes and reviewed latitude nxt with the physician. This pacemaker remains in service. No adverse patient effects were reported.